Event description:
A healthcare facility in pennsylvania reported that the power cord was damaged on a mr850 respiratory heated humidifier. There was no reported patient involvement.

Manufacturer narrative:
Ps337482. Method: the complaint mr850 respiratory humidifier's power cord was received at fisher & paykel healthcare regional office in irvine, california and was inspected by a trained f&p technician. Results: visual inspecttion revealed a deep cut on the outer sleever of the power cord. The insulation was in tact and no wires were exposed. Conclusion: from the investigation conducted, the nature of the damage observed on the power cord suggests impact damage from a sharp object. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1. The damaged power cord was replaced by our service centre and the subject mr850 respiratory humidifier was returned to the customer after passing performance and safety checks.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord was damaged on a mr850 respiratory heated humidifier. There was no reported patient involvement.